Event description:
Caller reported blood glucose results 339 mg/dl and 65 mg/dl on compact plus system 1, 69 mg/dl and 90 mg/dl on compact plus system 2 within 10 minutes. Customer had symptoms of low blood sugar- she was shaking and sweaty. Customer was able to self treat by drinking 4 oz orange juice and eating a peanut butter cracker. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).